Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed for sheath separation based on the photos provided by the account. Without a sample, the exact root cause cannot be determined. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).

Manufacturer narrative:
D6a: implanted date: the device was not implanted. D6b: explanted date: the device was not explanted. E3: occupation: cardiologist. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that they were pulling the r2p sheath out of the patient after the procedure, and it came apart. There was no patient injury and/medical or surgical intervention required. Additional information as received on 10nov2023: the case was an r2p case. The patient did not experience a spasm when the device removal was taking place. No injury or medical intervention took place due to the device coming apart. The estimated blood loss was less than 250cc. The patient was stable.